Event description:
On (B)(6) 2011 during a thermatrx procedure, the pt had an episode of spastic paralysis and the procedure was halted approx 6 minutes into the treatment. Reportedly, the pt has a history of spastic paralysis episodes that have been occurring since the pt had a cva. Details of the prior cva were not provided. Report received that the "pt recovered and actually had improvement in his voiding although never reached hallmark temperature" for optimal thermatrx treatment results.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.